Event description:
(B)(4). Event occurred in the united states. The patient reported that her infusion set's tubing came apart close to the site location. She inserted a set in the morning of the day before this report then later that same night, the tubing pulled off from the set. The site was at the stomach and the pump was located right next on the hip. The infusion was used for one day. Reportedly, the infusions were stored indoor. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. On investigation, it was found that the tubing was detached from the tubing connector. No further information available.